Event description:
It was reported that the patient developed an infection at the ipg site. The patient was placed on antibiotic and underwent a revision procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.